Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display lens has perimeter cracks and scratches with no lens film. The keypad is worn. The battery cap that came with unit has the threads worn off; it will not secure to pump. Used test cap for testing purposes. The keypad symbol for down has been worn away and the others are wearing away. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed display lens has perimeter cracks and the battery cap threads were worn off. This report is made based on results of investigation completed on (B)(4) 2014.